Event description:
A customer reported a problem was noted with the handpiece during a cataract extraction surgery. An alternate system was used to complete the procedure with no patient impact reported.

Manufacturer narrative:
The company representative examined the system and reported system message (sm) [tune failed: handpiece voltage low (short circuit)] occurred. The company representative replaced the ultrasonic (u/s) controller printed circuit board assembly (pcba) to resolve the customer reported issue. Preventive maintenance was performed. The system was then tested and met product specifications. The replaced u/s controller pcba was returned for evaluation. The root cause has not been determined.(B)(4).